Manufacturer narrative:
The pushwire was returned still inside the marksman catheter and absent of the pipeline; therefore, the event cause could not be determined.(B)(4).

Event description:
During pipeline deployment, it was reported that the pipeline did not fully open in the vessel.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).